Manufacturer narrative:
No other reports of this kind have been indicated for this lot or any other complaints. This type of incident would be indicated at a (B)(4) rate, well below saphena medical internal incident threshold for corrective action. Saphena will continue to track any incident of this type.

Event description:
Reported: venapax vein harvest device malfunctioned; not working correctly. Device triggering esu (electrosurgical unit) by itself without use of pedal. No harm to patient device was swapped out with new one.